Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the wound care/product disintegrates inside the wound : there are little parts (2-3 cm) of the wc/product inside : since (B)(6) 2017 there is an infection : thus the patient is taking antibiotics. Wound treated since mid-(B)(6) 2017. Started with biatain alginate on (B)(6). Dressing was kept 24h in place due to saturation. The infection appeared end of (B)(6). Wound location; left hip. Purulent wound and fever.